Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, "a continuous beep sound was heard" from the 840 ventilator and stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator without harm.

Manufacturer narrative:
The medtronic field service engineer evaluated the ventilator, identified a relevant error code in the ventilators memory logs and replaced the analog interface pcb (printed circuit board). After repair, the ventilator passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete.